Event description:
It was reported the system displayed a kv on in error. The system will shuts down immediately. There are no reported of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank, hvsr board, and the generator drive board were replaced during the service call. The system was tested and found to be working as intended and put back into service.